Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had trouble with connecting with their implanted neurostimulator (ins). Saw a manufacturer representative (rep) this week and was told battery pack was to be replaced (no msg saying this seen) or was also ok to switch it the new controller given from the nurse this week one. Battery placed in new (this controller), and it did connect to the ins. Error messages were 16 - ¿no device found¿, over and over, checking the recharger, screen 89 which was there for 5 minutes, screen 49 which showed finished recharging and ins was at 80%, controller at 60% restarted it and went up to 90%. The patient called back experiencing the same issue i.e. No contact with the ins so they are sending a new battery pack and recharger to reattempt the connection. Additional information was received from patient services regarding this event. 3 weeks prior to this reported incident patient reported that she had gone to the hcp and she indicated that the controller was showing that her device was on even when she knew it was off and then vice versa occurred , the device was on and the controller was showing it as the therapy being ¿off¿ and this is what prompted the call to the follow up clinic. She indicated that on this day, she was able to resolve the issue. The patient did not state why their previous ins was replaced in (B)(6) 2025. It was also confirmed that their current ins was the one that flipped (serial number confirmed). The patient did not obtain clarification on the cause of the therapy showing off when the patient indicated it was on and vice versa, patient indicated that they ¿know¿ when the device is on as they can ¿feel¿ the stimulation. The cause of the ins flipping was not confirmed, the issue was resolved with reprogramming as reported by patient, there was no additional surgery I nvolved, patient was just advised to lay on her right side, lay on her left side and it sounds like they left the device how it is and just re-adjusted the settings. They also called because she has the two controllers and was told not to switch back and forth with them and didn¿t want to do the switch of controller without our permission. The patient inquired if they should try the other controller with the implant to see if it would resolve the issue and agent agreed and told patient to put the battery pack into the other controller however patient ended up calling back on the same day and that did not work so agent replaced the battery pack and issue was resolved. (B)(6)2025 sap ecc s<(>&<)>r 000303982146, mpxr 1268077.2 (for, rep): no new information.